Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose level of 525mg/dl. The customer treated with manual injection. Troubleshooting was performed. Customer reported that the site is changed every 2 to 3 days and the drive support cap appeared normal. Customer reported that the cannula was bent. Customer declined further troubleshooting as the high was due to the bent cannula.